Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The firing knob broke off the device? Did the device cut completely? Was the staple line complete? How was the device removed from the tissue? Was there any tissue damage? If so please explain. How was the procedure completed?

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided in the event and subsequent analysis contained within this record, it was concluded that this event does meet the FDA defined criteria for a reportable event; therefore the MDR decision has been re-run and updated to a reportable event.

Manufacturer narrative:
(B)(4). Additional information received: did the firing knob brake off the device? Yes. Did the device cut completely? No. Was the staple line complete? No. How was the device removed from the tissue? Device opened. Was there any tissue damage? If so please explain. No. Hand sutured. How was the procedure completed? Hand suturing. Upon review of the information provided above, it was concluded that this event does not meet the FDA defined criteria for a reportable event; MDR decision has been re-run and is changed to not reportable.

Manufacturer narrative:
(B)(4). Additional information: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with one reload present. The reload was returned with the proximal 49 drivers up without staples, and the remaining drivers down with staples present; the swing tab in the locked position, which indicates that the device's firing cycle was interrupted. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. In addition failure to complete the stroke may result in incomplete staple line. For additional information please refer to the instructions for use. Due to the condition of the device, no functional test could be performed with it. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.

Event description:
It was reported that during an unknown procedure, on our fifth use, when firing, the handle broke off the stapler when in use and stuck on patient. No adverse event to patient.